Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was transported to the emergency room (ER) via ambulance. And was subsequently, hospitalized with a blood glucose (bg) level of over 600 mg/dl, vomiting, and diabetic ketoacidosis. Customer was treated with an insulin drip. While in the hospital, the customer underwent a heart sonogram and catheterization. Customer was released on (B)(6) 2023. Reportedly, an unspecified malfunction alarm occurred. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information. However, the customer did not respond.